Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, h6.

Event description:
Healthcare professional reported "periprosthetic shell: stage 4: the breast is very hard in consistency, deformed and painful at the touch". Later healthcare professional reported "capsules baker grade iii". This record is for the left side. The device was explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "periprosthetic shell: stage 4: the breast is very hard in consistency, deformed and painful at the touch". This record is for the left side. The device was explanted.